Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a new trach tube was used. Problem occurred on test of the balloon prior to patient contact. The balloons of these trachs comes out of the package vacuum sealed. It takes a lot of manipulation to get them free to inflate properly. No patient involvement. No patient or clinical injury. No medical intervention.

Manufacturer narrative:
G2 email is: (B)(4). One device sample was received without the original packaging. Per visual inspection, the pilot balloon was not detached. An inflation test was performed in which the balloon successfully inflated. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the complaint was not confirmed with the sample provided.